Manufacturer narrative:
The screw was examined under magnification. There was damage to the threaded portion of the screw . The damage appeared to be from a drill cutting the screw. Additional mdrs associated with this event: 3025141-2016-00162: plate, 3025141-2016-00163: screw 1, 3025141-2016-00164: screw 2, 3025141-2016-00165: screw 3, 3025141-2016-00166: screw 4, 3025141-2016-00167: screw 5, 3025141-2016-00169: screw 7, 3025141-2016-00170: screw 8, 3025141-2016-00171: screw 9.

Event description:
A distal clavicle plate was implanted on (B)(6) 2016. The plate broke post operatively; the plate and all of the screws have been explanted.